Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). The cause of low bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Customer received antibiotics; however did not provide additional information on treatment received. The customer declined to provide additional information regarding the issue.